Event description:
The physician reported difficulty retracting the gidewire during placement of the perivac pericardiocentesis catheter. A portion of unk size of the guidewire allegedly separated. Surgery was performed to successfully remove the gidewire and repair the right ventricle.